Event description:
It is reported that the locking ring was stuck inside of the groove of the acetabular shell. The surgery was completed using an alternative shell and liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.